Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was reviewed and potential atrial undersensing was noted on a stored episode. The right atrial lead remains in use. No patient complications have been reported as a result of this event.